Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit . No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had an issue with the omnipod personal diabetes management (pdm) that resulted in a emergency room visit. There were no further information to the issue with the pdm or to the emergency room visit. Attempts was made to get additional information but was not successful.